Manufacturer narrative:
The investigation into limb ischemia ¿ irreversible issue has been completed since the original report was filed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured right lower extremity arterial thrombus with a "definite" relationship to the impella device used: ¿the patient has an indwelling arterial sheath of the left external iliac artery for the impella cp access site. The patient was noted to have loss of pulsatility to the left lower extremity. Arterial duplex reveals occlusion of external iliac artery with monophasic flow in femoral arteries with minimal tibial artery flow. Right lower leg was determined to be unsalvageable. An above-knee amputation was recommended; however, the patient is too unstable for surgery, and extensive anticoagulation is contraindicated due to concern for pericardial and retroperitoneal bleeding. Creatine kinase peak 70986 u/l ((B)(6) 2023).¿ the patient not recovered/not resolved. The procedural outcome noted that the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise). B5: additional narrative added based on new information received for thrombus. H1: health effect code added for thrombus, and investigation results for thrombus. The investigation for the reported issue (thrombus) has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. G1 reporting contact email revised in accordance with updated procedures.

Event description:
Abiomed¿s long-term outcome and quality indicator impella registry (loqi) notification received with a "possible" relationship to the impella device. This particular patient presented as a 68 year old male patient presenting with acute myocardial infarction and cardiogenic shock. During support, an "occlusion of external iliac artery with monophasic flow in femoral arteries with minimal tibial artery flow" was noted. The patient's impella inserted leg was determined to be "unsalvageable" and "an above-knee amputation was recommended, however, the patient is too unstable for surgery." The patient was escalated to higher care via an impella 5.5.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation has been reopened to evaluate for hemolysis. A supplemental report will be filed at the conclusion of our second investigation. The initial MDR reported an occurrence date in b3 as (B)(6) 2023, which was erroneous. The correct date for of occurrence is (B)(6) 2023.

Event description:
An additional report from loqi indicates this patient to have endured hemolysis, in addition to the originally reported ischemia. The patient's hospitalization was prolonged, as a result.

Manufacturer narrative:
The investigation into the limb ischemia ¿ irreversible and thehemolysis issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the hemolysis issue was not determined since product was not returned and sufficient clinical information was not provided. As all the necessary information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. Impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ d6a, d6b.